Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400 and a px slim delivery microcatheter. During the procedure, a penumbra coil 400 unintentionally detached inside a px slim delivery microcatheter. The physician was able to advance the penumbra coil 400 into the target vessel using the pusher wire. While advancing a second penumbra coil 400 through the px slim delivery microcatheter, the physician met resistance and the penumbra coil 400 unintentionally detached within the px slim delivery microcatheter. They were both removed together as one unit. A third penumbra coil 400 was used and it unintentionally detached while loading into the rotating hemostatic valve (rhv). There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: a 0.025 in. Mandrel was introduced through the hub of the px slim delivery microcatheter and advanced distally through the entire catheter without issue. The px slim delivery microcatheter was functional. Conclusion: the complaint has been evaluated. The complaint indicates that there was resistance advancing the coils through the microcatheter and the coils were broken. Evaluation of the returned product revealed that the px slim microcatheter was fully functional and undamaged. The two penumbra coils that were returned were damaged. The first coil was detached and was not broken, however the coil pusher assembly was fractured at the proximal end. This fracture was likely due to pushing against resistance, causing the pusher assembly to kink and fracture, pulling the pull wire from the tip of the pusher assembly and causing the coil to release from the ddt. The second coil implant was not returned but the pusher assembly was evaluated and was also found fractured. Without the return of the coil, it cannot be determined if the coil implant was damaged however, based on the description of the complaint, the condition of the first returned coil and the fracture in the pusher assembly, it is likely that this pusher assembly was also fractured when pushing against resistance, causing detachment of the coil. The cause of the resistance described in the complaint could not be determined. The IFU for this device cautions against advancing or retracting the device against resistance. The investigation of the returned units revealed no device malfunction. These devices are 100% functionally test and visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00831, 00833 and 00834.